Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products: item # ni, lot #ni, unknown tmj system right fossa component, item # ni, lot # ni, unknown tmj system right mandible component, item # ni, lot # ni, unknown tmj system right fossa component. Report sources: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The case was reviewed by 3d systems during the design process of a possible replacement patient matched tmj device. 3ds provided images of the patient's anatomy from the surgeon as of april which confirmed the mandibular head is displaced and is not mating with the center of the fossa component. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00195, 0001032347-2022-00336, 0001032347-2022-00338.

Event description:
It is reported that the patient's condyle is outside the fossa component and that there only four (4) screws on the mandible. The patient is experiencing pain in the ear and face. There is a plan to revise and remove the joint at some time in the future, but no plan or date for the surgery has been established at this time. Attempts have been made and additional information on the reported event is unavailable at this time.